Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: double bubble/asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent breast augmentation revision with 500cc mentor memorygel breast implants experienced double bubble appearance of the breasts, with muscle contraction, and additional asymmetries due the placement of implants she felt were too large. The implants were riding high, more towards the center, and a nipple was pointing outward instead of centered. Additionally, a benign tumor was noted on the right breast. As a result, the patient got replacement with gel implants done roughly two months after implant surgery. See 1645337-2020-09776 for contralateral prosthesis report.

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously indicated the presence of a breast lump with this device. The breast lump belonged to the contralateral prosthesis (1645337-2020-09776). H6 should not have code 2439. Manufacturer¿s reference number: (B)(4).